Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When trying to take bone pin out, the top sheered off, looks to be bent also inside on the stabilizer, preventing the pin from being able to disconnect from the stabilizer. Be advised the bone pin is still in the stabilizer and that is how I am sending it back. Spd claimed they could not get the pin free of the stabilizer. I cannot confirm if the surgeon bent the pin, or if spd bent it attempting to take it out when washing. Tka case.

Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: it was reported that the bone pin could not disassemble from the array stabilizer. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Nc 1694916 has been initiated in regards to missing product. Product history review: not performed as lot number was not provided. Complaint history review: not performed as lot number was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
When trying to take bone pin out, the top sheered off, looks to be bent also inside on the stabilizer, preventing the pin from being able to disconnect from the stabilizer. Be advised the bone pin is still in the stabilizer and that is how I am sending it back. Spd claimed they could not get the pin free of the stabilizer. I cannot confirm if the surgeon bent the pin, or if spd bent it attempting to take it out when washing. Tka case.